Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation against the reported condition of no flow. Visual inspection of the unit shows no signs of blockage in the tubing or the bladder that could have caused the reported flow problem. The tubing was subsequently reconnected and the bladder was refilled with water for a functional test. After fill, fluid was visually observed coming out at the distal luer. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that flow stopped during patient use. There was no patient injury or medical intervention in association with this report. No additional information is available.